Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was able to duplicate the reported issue. The stryker fsr found that the system/interface fex cable was disconnected from the system pcb assembly. The cable was reseated to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.